Event description:
During in clinic follow-up, dislodgment of the right ventricle (rv) lead was observed. Diagnostic imaging was performed, and lead dislodgment was confirmed. The rv lead was explanted and replaced to resolve event. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification.